Event description:
It was reported that the ICD could not be interrogated. Two different programmers were used without success. At patient's last follow-up on (B)(6) 2012, two aborted shocks due to oversensing were noted. ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to not be within the expected limits. The cause of the battery depletion remains undetermined.